Event description:
Per the clinic, the patient experienced connection issues and poor battery life with device use. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.

Manufacturer narrative:
The cochlear implant was evaluated on (B)(6) 2025 using the integrity test system. The results are consistent with a device malfunction.